Event description:
It was reported that the patient fell four days ago on the implant and it was painful. It was noted that the pain from the fall went away but since then the patient felt and itching sensation in the middle of the back under the skin where the lead was. It was noted that the patent had not seen the health care professional (hcp) about the incident.

Manufacturer narrative:
Product ID 3998, lot# v592257, implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 3550-29, lot# n276798, implanted: 2012 (B)(6); product type accessory product ID 3708260, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4),